Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt's electrode belt locking mechanism was not working. As a result, the pt's electrode belt would not stay connected to the pt's monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: electrode belt sn (B)(4) has not yet been returned to zoll for eval. A supplemental report will be submitted upon receipt and completion of the eval of the electrode belt. No adverse event occurred as a result of the reportedly defective belt. The pt received a replacement electrode belt.